Event description:
A customer reported to beckman coulter, inc. (Bec) that beckman coulter (B)(4) clinical chemistry analyzer generated erroneous potassium results for eighteen (18) patient samples. All results were between 4 and 4.3 mmol/l and the last four (4) results were flagged. None of these erroneous results were reported out of the laboratory. The customer replaced the electrode on the instrument, recalibrated, ran qc, and repeated all 18 patient samples. The repeated results were reported out of the laboratory. There was no change to patient treatment associated to this event.

Manufacturer narrative:
Prior to the event, the customer performed maintenance on (B)(4) 2011 on the ise (ion selective electrode) unit which included daily clean, calibration, and qc. All results were within specifications. The customer attempted to re-calibrate after the event but failed. Calibration and qc passed the specifications once the customer changed the potassium electrode. The affected electrode had been on board the au640 instrument since (B)(4) 2011. The recommendation in the au640 user guide is that electrodes are guaranteed for 6 months (or 40,000 tests). The flags the customer received for the erroneous results were '!', which means data calculation is impossible. A customer communication recommending customers to repeat the ! Flagged results had been sent out.